Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a hole in the cuff that caused a fluid loss in the system. There were no patient complications, the surgery results were good and patient is set to fully recover.

Manufacturer narrative:
Information updated: implant date, concomitant product/therapy and lot number. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a hole in the cuff that caused a fluid loss in the system. There were no patient complications, the surgery results were good and patient is set to fully recover.